Manufacturer narrative:
Pr#: (B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator. UDI #: na. Device serial number unk at this time, but will be reported with the follow up.

Event description:
It has been reported that the AED did not pass self diagnostic check.